Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance, noise was also noted. The lead remained implanted.